Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-06. H6: investigation summary: a device history review was conducted for lot number 0267172. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the returned sample was subjected to leakage testing. Leakage was detected originating from the catheter tubing. The septum was found to be impermeable to fluids when subjected to the pressure limits established in the product specifications. Microscopic inspection of the catheter tubing identified characteristic damage to the area that suggests the tubing was punctured by the cannula. This kind of damage occurring during the manufacturing process would result in an inoperable device, and most commonly occurs as a result of secondary puncture attempts, or accidental reinsertion during operation. Based on the available information our engineers were unable to associated this issue with the manufacturing process.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "when opening the indwelling needle operation, the isolation plug was found to ooze blood after blood return was observed in the blood vessel of the puncture patient. The use was stopped and the samples were collected."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "when opening the indwelling needle operation, the isolation plug was found to ooze blood after blood return was observed in the blood vessel of the puncture patient. The use was stopped and the samples were collected."